Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found an anomaly. Visual inspection revealed a puncture hole near the tip end of the lead consistent with a backloaded guidewire escaping the lumen. Laboratory testing identified lead characteristics that would have resulted in the clinical observation of dislodgement. Based on analysis evidence or field report indicates an issue covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricle (lv) lead was explanted due to dislodgement. The lv lead was pulled out, and a new wire was tried, but the wire went through and punctured the lead. A new lv lead with the same model was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricle (lv) lead was explanted due to dislodgement. The lv lead was pulled out, and a new wire was tried, but the wire went through and punctured the lead. A new lv lead with the same model was placed. No additional adverse patient effects were reported.